Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels (800 mg/dl), and diabetic ketoacidosis. Customer was treated with an insulin drip and fluids, and released on (B)(6) 2014.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.